Event description:
It was reported that the patient experienced an "emergency" with a loss of therapeutic effect and a return of their tremor on their left side. It was noted that, recently, the stimulation was intermittently turning off. The patient's implantable neurostimulator was checked approximately a month ago and was determined to be "okay". It was noted that the patient did have radiation seeds implanted in his prostate in (B)(6) 2011. Additional information was requested but was not available at the time of this report. See also manufacturer's report # 3004209178-2012-01486.

Manufacturer narrative:
Lead: model 3387s-40, lot #v130906, implanted: (B)(6) 2009, explanted: na. Lead: model 3387s-40, lot #v130906, implanted: (B)(6) 2009, explanted: na. Extension: model 7482a40, serial # (B)(4), implanted: (B)(6) 2009, explanted: na. Neurostimulator: model 7426, serial # (B)(4), implanted: (B)(6) 2009, explanted: na. Lead: model 3387s-40, lot #v145259, implanted: (B)(6) 2009, explanted: na. Lead: model 3387s-40, lot #v145259, implanted: (B)(6) 2009, explanted: na. Extension: model 7482a40, serial # (B)(4), implanted: (B)(6) 2009, explanted: na. Extension: model 748266, serial # (B)(4), implanted: (B)(6) 2009, explanted: na.